Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to the acetabular shell having gone through the patient's acetabulum after a fall (a contributing factor was the patient having soft bone in the acetabulum). All components were removed and a gap shell with cemented liner, head and new insignia stem were implanted. Rep confirmed that the stem, head and liner were removed in order to have better visibility of the joint - there are no allegations against the revised stem, head, or liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding periprosthetic fracture of the patients acetabulum involving a trident shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: event confirmation: a tha with subsequent acetabular shell protrusion can be confirmed. The fall cannot be confirmed without additional information. The condition, ¿soft¿, of the acetabular bone cannot be confirmed. The revision while expected cannot be confirmed without additional information. Root cause: the root cause of the tha cannot be determined without additional records. The root cause of the acetabular protrusion was reported as a fall, but this event cannot be confirmed without additional records. The root cause of the ¿soft¿ bone would likely be osteoporosis, but this was not confirmed. The root cause of the undocumented revision would be the acetabular fracture and cup protrusion. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: event confirmation: a tha with subsequent acetabular shell protrusion can be confirmed. The fall cannot be confirmed without additional information. The condition, ¿soft¿, of the acetabular bone cannot be confirmed. The revision while expected cannot be confirmed without additional information. Root cause: the root cause of the tha cannot be determined without additional records. The root cause of the acetabular protrusion was reported as a fall, but this event cannot be confirmed without additional records. The root cause of the ¿soft¿ bone would likely be osteoporosis, but this was not confirmed. The root cause of the undocumented revision would be the acetabular fracture and cup protrusion. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.